Event description:
It was reported that during a device check, it was not possible to interrogate the device. A magnet test was also attempted, but did not elicit a tone from the device. Another programmer was attempted, and was able to interrogate the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.